Manufacturer narrative:
(B)(4) date sent: 7/7/2016. Batch # (B)(4) additional information was requested and the following was obtained: how much blood loss was there (mls)? Was a transfusion required? I am not sure of the blood loss, but a transfusion was not required. The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve procedure, the surgeon completed all firings up the stomach. When inspecting the staple line there were two spots with significant bleeding that had to be controlled with the bovie. The staples at the site of the bleeding did not look like fully formed b's. Controlled bleeding with the bovie and used evicel. There were no adverse consequences for the patient.